Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h3 and h6. The device was returned to olympus for inspection and the reported failure was confirmed. The cutting knife was found to be fractured near the distal end cover. Discoloration was observed on the fractured area of the cutting knife, and the fracture surface was uneven and not smooth. Based on the results of the investigation, and since the device malfunction was not confirmed, the definitive root cause of the reported issue could not be determined. The likely cause of the reported event found during evaluation was due to component failure. The reported event is inferred to have occurred through the following mechanism. 1) due to the factors described below, an electrical discharge between the tissue and the cutting knife occurred during output activation. The output setting for activation was too high. The electrosurgical unit was used in the coagulation mode. The output activation time was too long. 2) the discharge generated high localized heat on the cutting knife, causing the base of the knife to be thin due to thermal damage. As a result, the strength of the cutting knife decreased. 3)during tissue incision, a load was applied to the cutting knife with reduced strength, which might have caused the cutting knife to break. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a gastric endoscopic submucosal dissection (esd), the cutting knife portion of the single use surgical knife, broke off during output. During the same case, the same phenomenon occurred in a total of four units. The broken portions of all four units fell off inside the stomach, but all fragments were promptly retrieved. The procedure was completed with a similar device. There were no further reports of patient harm. This is 2 out of 4 devices.